Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device or product.

Event description:
Related manufacturer reference number: 2017865-2024-35734. It was reported that the patient presented in the clinic with pneumonia, endocarditis, right ventricular (rv) lead vegetation, and tricuspid valve vegetation. The vegetation was visualized with transesophageal echocardiography. The right ventricular (rv) lead and the atrial lead was explanted. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.